Event description:
It was reported that the implant at tooth site #13 failed to integrate and was removed. Non-integration.

Event description:
It was reported that the implant at tooth site #13 failed to integrate and was removed. Non-integration